Event description:
It was reported that device embolization occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed without incident. All release criteria were met with compressions 10-17%. Approximately, 5 hours post procedure, patient developed ventricular tachycardia and the device was found in the left ventricle. Physician decided to monitor patient until the device was surgically retrieved later that day. Patient was discharged after device retrieval.